Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this device emitted beep tones. Upon device interrogation it was identified the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device battery faster than normal.

Event description:
Boston scientific received information that this device emitted beep tones. Upon device interrogation it was identified the device recorded a code 1003 indicative of battery voltage to low for the projected remaining capacity. Device replacement was recommended. Additional information received indicates that this device was explanted and will be returned for evaluation.

Event description:
Boston scientific received information that this device emitted beep tones. Upon device interrogation it was identified the device recorded a code 1003 indicative of battery voltage to low for the projected remaining capacity. Device replacement was recommended. Additional information received indicates that this device was explanted and will be returned for evaluation.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.